Manufacturer narrative:
Analysis was normal. No anomalies were observed.

Event description:
It was reported that during an ICD to crt-d upgrade procedure, the left ventricular lead was dislodged. The lead was dislodged during suturing, which led to the coronary sinus dissection. The procedure was concluded once the coronary sinus dissection was discovered by contrast injection. The device was connected to the existing right ventricular lead. The left ventricular port of the device was plugged. The patient was stable post procedure and will continue to be monitored.